Event description:
Patient was implanted with spinal screws at l4-s1 and concord cages at l4/5 and l5/s1. Cages were filed with local aulograph and a small piece of infuse bmp was placed anterior to the cage. At three months post-op there was significant retropulsion of one cage. A second procedure was performed to remove the cage. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Device was lost and could not be returned for evaluation. No conclusion can be made at this time.